Event description:
The customer reported her blood glucose reached 400 mg/dl less than 7 hours after the pod was activated. Upon deactivation she noticed the cannula was bent in 2 places. The user also stated she observed the cannula not as securely inserted into the infusion site as it normally is.

Manufacturer narrative:
The product is not returned for eval. We are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.